Event description:
The surgeon reported three patients with corneal burns. One patient needed extra sutures as there was a slight widening of the wound. No additional sutures were required with the other two patients. This surgeon always puts one stitch in with every patient regardless. This report is being submitted for the second patient that did not require additional sutures. The patients were discharged normally with no apparent problems. Additional information has been requested. The other two patients are being submitted under manufacturer report number: 1061857-2007-00145, 1061857-2007-00146.

Manufacturer narrative:
Investigation, including root cause determination, is in progress.